Manufacturer narrative:
The pump passed most of the functional testing except the self test due to an alarm due to a faulty component on the radio frequency board. After replacing the component and monitoring the pump, it passed the self test. No more alarms were noted during the self test. The test mini link transmitter with the glucose sensor simulator and blood glucose meter communicated properly to the pump. The pump was programmed with multiple sensor glucose values and all registered properly in the sensor update history. The pump was received with a cracked case at the display window corner, a cracked reservoir tube lip, minor scratches on the lcd window, a cracked case on the reservoir tube window corner, a cracked case and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that when he tests his blood glucose, it is not communicating with the insulin pump. Customer's blood glucose was 159 mg/dl at the time of the incident. Customer stated that he keep getting a self check to come up. Customer received 3 rf pic failed self test alarms. Customer stated that the alarm did not occur during the rewind/prime sequence. Customer performed a self test and the pump failed. Customer was advised to discontinue use of the pump and revert to a back-up plan. Customer was advised that the insulin pump will need to be replaced.